Manufacturer narrative:
(B)(4). Concomitant medical products: unknown part #/ unknown stem/ unknown lot #. Unknown part #/ stryker cup/ unknown lot #. Unknown part #/ stryker liner/ unknown lot #. Reportable event was unable to be confirmed due to limited information received from customer. X-ray image review indicates a right total hip arthroplasty with superior dislocation. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for hip revision for dislocation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.